Manufacturer narrative:
Date of event: exact date unknown, event occurred couple of days ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was hospitalized due to increased pain and muscle spasms. No further information has been obtained despite good faith effort.